Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the spouse of the patient implanted with this pacemaker that the patient underwent a procedure a few weeks ago to remove a growth and that something was placed over the chest and the patient was told the device would "reset itself." Subsequently, a few days ago, the patient experienced a few episodes where the spouse indicated the device wasn't working properly. Boston scientific technical services (ts) referred the patient to their physician, however, the spouse indicated they live in a different state than where the device was implanted and the patient does not yet have a following physician. No adverse patient effects were reported. This product remains in service.